Event description:
Caller reported a malfunction on pump, and confirmed occurrences numbered at least three for same issue. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.